Event description:
The following has been reported: nurse reported: "note left on pump says- refuses to work - fake flow alerts ""(B)(6) 2025 --test infusion of 15 ml over 15 minutes. Test infusion completed without issue. Injury/adverse reaction: no. Active infusion stoppage: yes. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reportedf. Additional information is needed to complete the investigation.

Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.